Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia from chronic blood loss, myofascial pain syndrome, multigravida and parity 3. Concomitant products included ferrous sulfate from (B)(6) 2018 to (B)(6) 2019 for anemia, ethinylestradiol; ferrous fumarate; norethisterone acetate (junel fe) from (B)(6) 2018 to (B)(6) 2018 for menses irregular, gabapentin from (B)(6) 2018 to (B)(6) 2019 for myofascial pain syndrome as well as loratadine from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia(( painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), back pain ("back pain"), pain ("general body pain, severe"), hypersensitivity ("allergy: other") and urinary tract infection ("uti"). The patient was treated with medroxyprogesterone acetate (provera), paracetamol (acetaminophen), tranexamic acid (lysteda) and surgery (full hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, pain, hypersensitivity, vaginal infection and urinary tract infection had resolved and the vaginal haemorrhage, vaginal discharge, depression, anxiety, female sexual dysfunction, fatigue, weight increased and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pain, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pain: pelvic/ abdominal, dysmenorrhea (cramping), back pain,menorrhagia (heavy menstrual bleeding), genital bleeding, uti and vaginal infection, vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Biopsy endometrium - on (B)(6) 2018: secretory endometrium with few irregular dilated glands, no hyperplasia or carcinoma. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: diagnosis: uterus, cervix, bilateral fallopian tubes and fibroid: leiomyomata of myometrium. Adenomyosis of myometrium. Proliferative endometrium. Chronic cervicitis, squamous metaplasia and nabothian cysts. Fallopian tubes, unremarkable. No ovaries received. Gross: 2 hemorrhagic fallopian tubes 4.5 x 1cm and 4 x 1cm. Cervix and lower uterine segment with irregular hemorrhagic 0.6 x 0.3cm os. Several small mural and serosal myomas up to 0.7cm. Also, separate 2.5 x 2.2 x 0.9cm myoma / findings: 12 wks. Uterus size, 2 x 2cm broad ligament fibroid, multiple small intramural fibroids, evidence of adenomyosis. 3cm left paratubal cyst, 2cm right follicular functional cyst. Bilateral essure both cornua. Wide enterocele. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: general abnormal bleeding, abdominal pain, back pain and vaginal discharge. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Essure lot number was added.seriousness criteria for event genital hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia from chronic blood loss, myofascial pain syndrome, multigravida and parity 3. Concomitant products included ferrous sulfate from (B)(6) 2018 to (B)(6) 2019 for anemia, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from (B)(6) 2018 to (B)(6) 2018 for menses irregular, gabapentin from (B)(6) 2018 to (B)(6) 2019 for myofascial pain syndrome as well as loratadine from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia(( painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), back pain ("back pain"), pain ("general body pain, severe"), hypersensitivity ("allergy: other") and urinary tract infection ("uti"). The patient was treated with medroxyprogesterone acetate (provera), paracetamol (acetaminophen), tranexamic acid (lysteda) and surgery (full hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, pain, hypersensitivity, vaginal infection and urinary tract infection had resolved and the vaginal haemorrhage, vaginal discharge, depression, anxiety, female sexual dysfunction, fatigue, weight increased and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pain, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pain: pelvic/ abdominal, dysmenorrhea (cramping), back pain,menorrhagia (heavy menstrual bleeding), genital bleeding, uti and vaginal infection, vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Biopsy endometrium - on (B)(6) 2018: secretory endometrium with few irregular dilated glands, no hyperplasia or carcinoma.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: diagnosis: uterus, cervix, bilateral fallopian tubes and fibroid: leiomyomata of myometrium. Adenomyosis of myometrium. Proliferative endometrium. Chronic cervicitis, squamous metaplasia and nabothian cysts. Fallopian tubes, unremarkable. No ovaries received. Gross: 2 hemorrhagic fallopian tubes 4.5 x 1cm and 4 x 1cm. Cervix and lower uterine segment with irregular hemorrhagic 0.6 x 0.3cm os. Several small mural and serosal myomas up to 0.7cm. Also, separate 2.5 x 2.2 x 0.9cm myoma / findings: 12 wks. Uterus size, 2 x 2cm broad ligament fibroid, multiple small intramural fibroids, evidence of adenomyosis. 3cm left paratubal cyst, 2cm right follicular functional cyst. Bilateral essure both cornua. Wide enterocele. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: general abnormal bleeding, abdominal pain, back pain and vaginal discharge. Lot number: 621669 manufacturing date: 2006-09 expiration date:2008-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia from chronic blood loss, myofascial pain syndrome, multigravida and parity 3. Concomitant products included ferrous sulfate from (B)(6) 2018 to (B)(6) 2019 for anemia, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from (B)(6) 2018 to (B)(6) 2018 for menses irregular, gabapentin from (B)(6) 2018 to (B)(6) 2019 for myofascial pain syndrome as well as loratadine from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia(( painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), pain ("general body pain, severe"), hypersensitivity ("allergy: other") and urinary tract infection ("uti"). The patient was treated with medroxyprogesterone acetate (provera), paracetamol (acetaminophen), tranexamic acid (lysteda) and surgery (full hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on 14-nov-2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, pain, hypersensitivity, vaginal infection and urinary tract infection had resolved and the vaginal haemorrhage, vaginal discharge, depression, anxiety, female sexual dysfunction, fatigue, weight increased and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pain, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pain: pelvic/ abdominal, dysmenorrhea (cramping), back pain,menorrhagia (heavy menstrual bleeding), genital bleeding, uti and vaginal infection, vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Biopsy endometrium - on (B)(6) 2018: secretory endometrium with few irregular dilated glands, no hyperplasia or carcinoma. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: diagnosis: uterus, cervix, bilateral fallopian tubes and fibroid: leiomyomata of myometrium. Adenomyosis of myometrium. Proliferative endometrium. Chronic cervicitis, squamous metaplasia and nabothian cysts. Fallopian tubes, unremarkable. No ovaries received. Gross: 2 hemorrhagic fallopian tubes 4.5 x 1cm and 4 x 1cm. Cervix and lower uterine segment with irregular hemorrhagic 0.6 x 0.3cm os. Several small mural and serosal myomas up to 0.7cm. Also, separate 2.5 x 2.2 x 0.9cm myoma / findings: 12 wks. Uterus size, 2 x 2cm broad ligament fibroid, multiple small intramural fibroids, evidence of adenomyosis. 3cm left paratubal cyst, 2cm right follicular functional cyst. Bilateral essure both cornua. Wide enterocele. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: general abnormal bleeding, abdominal pain, back pain and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-sep-2019: plaintiff fact sheet and medical records received: newly added events- vaginal bleeding, apareunia (inability to have sexual intercourse), depression, mental anguish, dyspareunia, fatigue, vaginal discharge, weight gain, nausea, general body pain. Onset date of events ¿menorrhagia, dysmenorrhea, pelvic pain was added were added. Patient's demographic details added. Medical history and concomitant drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic/ abdominal') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("pain: dysmennorhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infection") and back pain ("pain: back pain"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity, urinary tract infection, vaginal infection and back pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pain: pelvic/ abdominal, dysmenorrhea (cramping), back pain,menorrhagia (heavy menstrual bleeding), genital bleeding, uti and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events pain:abdominal, dysmenorrhea (cramping),back pain, bleeding: menorrhagia (heavy menstrual bleeding),general abnormal bleeding,allergy: other, psych injury, bladder/urinary problems: uti and vaginal infection", reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.